Manufacturer narrative:
The company rep examined the system and the reported event could not be replicated. The company rep checked the phaco handpiece and found the phaco handpiece functioned normally. The system was then tested and met all product specs. The company rep attended a surgery to observe the system operation. The system functioned normally and the surgery was successfully completed. The company rep used a system set-up to demonstrate the system operations to the customer. The safety operations were also discussed with the customer's safety board. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The file was reviewed by the clinical analyst. As illustrated in the operators manual in table 2-3, torsional amplitude is not an available feature with the u/s phaco handpiece. An ozil phaco handpiece is needed to obtain torsional amplitude. These surgical factors are controlled by the surgeon and the likely contributor the corneal thermal injury was surgical technique. The surgeon attempted to use the torsional feature on a u/s phaco handpiece by changing the handpiece setting on the system but was unsuccessful. Based on the info obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the handpiece and phaco tip during use. Fluid bathes the barrel from the inside (aspiration flow rate) and from the outside (irrigation or infusion). However, overheating of the probe tip due to extended use or a compromise of the flow of fluid around and through the phaco tip are known potential contributors to thermal injuries. Fluid aspiration through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kinks, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the aspiration rate is blocked, infusion will cease, limiting the fluid cooling of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is never or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no.1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
An ophthalmic surgeon reported a pt experienced a thermal burn during a procedure. The thermal burn was caused by the system "not leaving torsional when using the ultrasound (u/s) handpiece." The procedure was completed using a different surgical method. Add'l info has been requested.